Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The diamondback 360 orbital atherectomy system was spun on the low speed setting for three runs (about one minute total sanding time), then the rpms dropped to zero and would no longer register. The physician removed the device and checked all the connections and the compressed gas supply. All was in order, but the controller continued to read zero rpms. He performed an angiogram and noted a vessel perforation at the site of the intervention. He successfully treated the perforation with angioplasty and stent placement. The follow-up angiogram indicated two vessel runoff. The physician was very pleased with end result. The device was discarded due to the pt's medical history which included a diagnosis of aids. The physician reported that the pt's status remained fine at the next day's follow-up visit.

Manufacturer narrative:
Device analysis: the device was discarded due to the pt's medical history which included a diagnosis of aids; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.